Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 480 units of insulin. The customer was unsure of blood glucose (bg) level due to not testing. The customer was able to load a new cartridge successfully.